Event description:
The dps safety needle 23gx 1 1/2" leak and would not set properly on the syringe, also the dropsafe. 23" x 1" needle did not go into the arm well, it bends making it hard to get needle into the arm. FDA safety report ID # (B)(4).